Event description:
It was reported that the programmer printer makes a loud noise and skips pages when printing reports. It was returned for service and subsequently tested out of specification during the manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; printer makes a loud noise and skips paper. It was also found that the common mode wrist electrode was out of specification. The electrocardiogram connector was loose.